Event description:
Hcp reported patient's pump had flipped. During the pump revision to adjust positioning a large amount of puss was found in the pocket site. A follow up report will be sent if following hcp can be determined.